Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to call back if any malfunction codes reappear.